Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
There was an allegation of questionable trigl triglycerides results for three patient samples from the cobas 6000 c 501 module. The samples were repeated as the results did not match with the patient's clinical history. (B)(6). It was not known if the questionable results were reported outside of the laboratory. The reagent lot number was 47714101. The expiration date was requested but was not known.